Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for an unknown hook plate/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, ¿in vivo analysis of acromioclavicular joint motion after hook plate fixation using three-dimensional computed tomography.¿ (2015) jang, s. W., et al. Journal of shoulder and elbow surgery (2015; 1-6). Korean article. This is a prospective case series study of the effect of hook plate fixation. The inclusion criteria for this study were patients older than 20 years old whom had a comminuted distal clavicular fracture (neer type iib) fixed with a hook plate. The study included seven patients (5 men and 2 women) with a mean age of 42 years old (range, 24-60 years). The hypothesis was that the biomechanics of the acromioclavicular (ac) joint might be changed after insertion of the hook plate. The study described the 3-dimensional (3d) motion of the distal clavicle compared with the normal (without hook plate fixation) shoulder. Preoperative ultrasonography or magnetic resonance images were obtained to determine eligibility for inclusion in the study. 3d ¿ computed tomography (CT) scans were taken at 3.2 months (range, 3-4 months) after the primary surgery. Zero degree and abduction images were performed on both shoulders with the patient in the prone position using high-resolution scanning. The study compared the operated-on shoulder to the normal shoulder and looked at internal rotation the anterior translation of the distal clavicle with respect to the medial acromion and abduction of the humeral shaft. In all patients the study found that the degree of internal rotation of the distal clavicle with respect to the medial acromion in the operated ¿on shoulder was less than that of the normal shoulder. When compared with the normal shoulder and increase in anterior translation of the distal clavicle with respect to the medial acromion in the operate-on shoulder was demonstrated. At the ac joint, the scapula relative to the thorax has increased external rotation in shoulders fixed using a hook plate; opposite results were observed in patient 3. Patients 5, 6, 7 showed decreased abduction in the operated-on shoulder when compared to the normal shoulder. Acromial erosion was found in all patients and the study advocates for the removal of hook plate as soon as the tissues are healed. To summarize the operated-on shoulder showed less internal rotation and more translation of the distal clavicle with respect to the medial acromion at the full abduction position. Patient 6 experienced acromial erosion and had decreased internal rotation and increased anterior translation of the distal clavicle with respect to the medial acromion. This patient also experienced decreased abduction in the operated-on shoulder when compared to the opposite shoulder. This report 6 of 7 for (B)(4). This report is for an unknown synthes hook plate refers to patient 6 experienced acromial erosion and had decreased internal rotation and increased anterior translation of the distal clavicle with respect to the medial acromion. This patient also experienced decreased abduction in the operated-on shoulder when compared to the opposite shoulder.